Manufacturer narrative:
Concomitant medical products: 620bg23 heart band, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a review of a remote monitoring transmission, oversensing was noted on the right atrial (ra) lead. The l ead remains in use. No patient complications have been reported as a result of this event.